Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product used during the procedure was not returned which could have aided in the determination of the cause. Difficulty of retrieval catheter crossing can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support and if the stent was not fully appose the vessel wall. The accunet 3-in-1 comes with two recovery systems, a shapeable tip design (rc1), and a low-profile flexible tip design (rc2). The shapeable tip design is torqueable and steerable. The low profile design, is more flexible and its design to deflect into place while advancing. It is to the discretion of the user based on his preference and experience to use the recovery system that is appropriate for the procedure. Review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and revealed no other incidents. Based on available information a conclusive cause for the failure of the retrieval catheter 1 to cross the stent and retrieve the filter could not be determined, however, there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the mildly calcified, tortuous right internal carotid artery, the recovery catheter 1 was unable to be advanced through the stent implant to retrieve the rx accunet filter. Recovery catheter 2 was advanced without difficulty to successfully retrieve the filter. There was no adverse patient sequela or clinically significant delay in procedure. No additional information was provided.